Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument got stuck in the surgical area with the jaws open. There was no tissue in the instrument. The jaws were just opened in the cannula, and they used the instrument release kit to straighten the jaws to remove it. The customer stated the case was completed robotically with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up 11/9/2022, additional information was obtained about the complaint: the instrument was inspected prior to use. There were no fragments that fell into the patient. There were no fragments to retrieve. There was no harm or injury to the patient. There was no post-operative test such as x-rays or ultrasounds performed to check for fragments.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar instrument was stuck in the patient with the jaws open and the customer used the emergency tool to remove it, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found that the instrument was placed and driven on an in-house system. The instrument was connected and disconnect from the arm on several occasions without difficulty. The instrument passed the recognition and engagement tests the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. Additionally. The instrument was found to have the main tube broken. A piece measuring proximately 0.146¿ x 0.123¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The instrument was found to have an excessive amount of dried residue around the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse, for example by improper leaning/reprocessing techniques, such as insufficient flushing. The complaint regarding the instrument was found to have the main tube broken. A piece measuring proximately 0.146¿ x 0.123¿ was not returned with the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the force bipolar instrument (part#471405-06/lot# k11220725 0049) associated with this event has been performed. Per logs, the force bipolar instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 10 remaining usable lives with no subsequent use recorded. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.